Event description:
Rptr is permanently disabled. She had silicone breast implant surgery, has had many health problems since the surgery and will be having surgery to remove the implants as soon as she can afford to. The implants are calcified and hardened. She has nodules, shifting of the position of the implants on her chest, capsular formation, silicone leakage, and possible ruptures. She c/o arthritits, "synovial problems", concentration problems, chronic fatigue, chronic bladder problems, a lupus-like condition, nodules on breasts and other problems. She has had 2 fistulectomies and has restrictive lung problems.